Event description:
"E" was initially received via regulatory authority ((B)(6)) on 06-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") and choking ("choking") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), choking (seriousness criterion medically significant), abdominal pain upper ("pain in the gall bladder zone, pain in waist"), swelling ("swelling ¿like if she had 6 months without eating¿"), dizziness ("dizziness"), fatigue ("fatigue, exaggerated tiredness"), gastrointestinal motility disorder ("severe constipation, diarrheas"), blood prolactin increased ("increased prolactin levels"), musculoskeletal pain ("joint and muscle pains"), headache ("headaches"), regurgitation ("regurgitations"), dyspepsia ("burning sensation"), breath odour ("halitosis"), stomatitis ("inflamed mouth"), hypomenorrhoea ("minimum menstruations or twice per month"), polymenorrhoea ("minimum menstruations or twice per month"), dyspareunia ("painful sexual intercourse"), coital bleeding ("sexual intercourse followed by bleeding"), pruritus genital ("sexual intercourse followed by a lot of itching"), alopecia ("hair loss"), sciatica ("sciatica"), candida infection ("candidiasis"), eczema ("eczema on arms and belly"), muscle contractions involuntary ("very strong contractions"), urinary tract infection ("urinary infection"), throat irritation ("¿fungi-like¿ strong itching in throat"), ear pain ("ear pain"), ear infection ("ear suppuration"), toothache ("teeth pain"), vertigo ("vertigo"), retching ("desire to vomit") and micturition urgency ("desire to go to the bathroom continuously"). The patient was treated with surgery (on waiting list for essure removal). Essure was removed. At the time of the report, the pelvic pain, choking, abdominal pain upper, swelling, dizziness, fatigue, gastrointestinal motility disorder, blood prolactin increased, musculoskeletal pain, headache, regurgitation, dyspepsia, breath odour, stomatitis, hypomenorrhoea, polymenorrhoea, dyspareunia, coital bleeding, pruritus genital, alopecia, sciatica, candida infection, eczema, muscle contractions involuntary, urinary tract infection, throat irritation, ear pain, ear infection, toothache, vertigo, retching and micturition urgency had not resolved. The reporter considered abdominal pain upper, alopecia, blood prolactin increased, breath odour, candida infection, choking, coital bleeding, dizziness, dyspareunia, dyspepsia, ear infection, ear pain, eczema, fatigue, gastrointestinal motility disorder, headache, hypomenorrhoea, micturition urgency, muscle contractions involuntary, musculoskeletal pain, pelvic pain, polymenorrhoea, pruritus genital, regurgitation, retching, sciatica, stomatitis, swelling, throat irritation, toothache, urinary tract infection and vertigo to be related to essure. The reporter commented: patient, who is affected by essure, is on waiting list for essure removal. Since unspecified date she experiences the reported events. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 10-jul-2018 for the following meddra pt (excluding this case): pelvic pain: 11695 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") and choking ("choking") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), choking (seriousness criterion medically significant), abdominal pain upper ("pain in the gall bladder zone, pain in waist"), swelling ("swelling ¿like if she had 6 months without eating¿"), dizziness ("dizziness"), fatigue ("fatigue, exaggerated tiredness"), gastrointestinal motility disorder ("severe constipation, diarrheas"), blood prolactin increased ("increased prolactin levels"), musculoskeletal pain ("joint and muscle pains"), headache ("headaches"), regurgitation ("regurgitations"), dyspepsia ("burning sensation"), breath odour ("halitosis"), stomatitis ("inflamed mouth"), hypomenorrhoea ("minimum menstruations or twice per month"), polymenorrhoea ("minimum menstruations or twice per month"), dyspareunia ("painful sexual intercourse"), coital bleeding ("sexual intercourse followed by bleeding"), pruritus genital ("sexual intercourse followed by a lot of itching"), alopecia ("hair loss"), sciatica ("sciatica"), candida infection ("candidiasis"), eczema ("eczema on arms and belly"), muscle contractions involuntary ("very strong contractions"), urinary tract infection ("urinary infection"), throat irritation ("¿fungi-like¿ strong itching in throat"), ear pain ("ear pain"), ear infection ("ear suppuration"), toothache ("teeth pain"), vertigo ("vertigo"), retching ("desire to vomit") and micturition urgency ("desire to go to the bathroom continuously"). The patient was treated with surgery (on waiting list for essure removal). At the time of the report, the pelvic pain, choking, abdominal pain upper, swelling, dizziness, fatigue, gastrointestinal motility disorder, blood prolactin increased, musculoskeletal pain, headache, regurgitation, dyspepsia, breath odour, stomatitis, hypomenorrhoea, polymenorrhoea, dyspareunia, coital bleeding, pruritus genital, alopecia, sciatica, candida infection, eczema, muscle contractions involuntary, urinary tract infection, throat irritation, ear pain, ear infection, toothache, vertigo, retching and micturition urgency had not resolved. The reporter considered abdominal pain upper, alopecia, blood prolactin increased, breath odour, candida infection, choking, coital bleeding, dizziness, dyspareunia, dyspepsia, ear infection, ear pain, eczema, fatigue, gastrointestinal motility disorder, headache, hypomenorrhoea, micturition urgency, muscle contractions involuntary, musculoskeletal pain, pelvic pain, polymenorrhoea, pruritus genital, regurgitation, retching, sciatica, stomatitis, swelling, throat irritation, toothache, urinary tract infection and vertigo to be related to essure. The reporter commented: patient, who is affected by essure, is on waiting list for essure removal. Since unspecified date she experiences the reported events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: after internal review, the standard text of the device similar incident listing was corrected. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.